Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Functional testing included use testing. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. Problem source was identified as air detector.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "air in line". No adverse effects reported.